Event description:
Nurse and dr were removing a PICC line at end of therapy. While pulling the silicone/rubber catheter, it broke off inside the vein. Nurse called 911, pt was transported to hosp. V-cath PICC: peripherally inserted radiopaque silicone catheter. Same brand PICC and lot # used twice before in this pt.